Event description:
During a procedure an attempt was made to use one onyx trustar coronary drug eluting stent when balloon inflation difficulties were experienced during balloon inflation at 8 atm. It was also reported that the device detached, cracked, or fractured and the stent could not be deployed and migrated. It is unknown where in the body the stent is located. The device was inspected with no issues. The lesion was pre-dilated. The lesion being treated was a mildly tortuous, moderately calcified lesion with 70% stenosis located in the proximal right coronary artery (rca). The device did not pass through a previously-deployed stent. There was no resistance encountered when advancing the device, and excessive force was not used during delivery. A CT scan will be performed to locate the migrated stent, and the patient will remain hospitalised. No further patient complications were reported as a result of the event.

Manufacturer narrative:
Please note that this device (onyx trustar) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (onyx frontier). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.